Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) and company representative (rep) regarding a patient who was receiving baclofen (500 mcg/ml at 800 mcg/day) via implantable infusion pump. It was reported that the patient usually gets 4000 mcg/ml of baclofen at 800 mcg/day; however, at refill on (B)(6) 2021 the hcp only had 500 mcg/ml of baclofen so the pump was filled with that. It was reported that the patient had return of symptoms including feeling tighter, tired, and headache on (B)(6) 2021 after their pump refill. It was asked if a bridge bolus had been programmed and the hcp confirmed using the advanced mode at 0.43ml over 6 hours and 32 minutes. After additional discussion of what had actually been programmed, it was found that during the patient's previous refill the hcp had entered the previous drug as 500 mcg/ml of baclofen and should have entered 4000 mcg/ml of baclofen. Bolus should have infused a little over 2 days but have already completed. It was discussed that the current programmed pump medication was actually overdosing the patient. The hcp was advised to monitor the patient.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog, lot# serial#unknown, product type programmer, physician correction: imf code: f1005 is not applicable to this event. Patient code: e2402 and device code: a1402 apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the medication was out of the system in 1-2 days and the patient came back to normal. The issue has been resolved. Regarding the patient¿s symptoms, it was noted no actions/interventions were taken to resolve and they were self limiting. The return of symptoms has been resolved. The patient¿s weight was not provided.